Event description:
The customer reported that there was a 1283 generator communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. A blown capacitor on the emc filter board was identified and also 3 phase fuses were evaluated and replaced. The emc filter pcb was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.